Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 95 mg/dl and the sensor glucose was 121 mg/dl at the time of the incident. Since last 3 days the customer had sensor glucose of 80 mg/dl and blood glucose 243 mg/dl and today the sensor glucose was 94 mg/dl and blood glucose was 176 mg/dl and other readings of sensor glucose was 95 mg/dl and blood glucose was 221 mg/dl . Customer also reported that, the blood was visible on the sensor connector. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was low sensor glucose event. Suspend on low limit in sensor settings was 70 mg/dl. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to high readings. See attached file for details. Unable to confirm needle complaint due to customer did not return insertion needle only sensor.